Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report a red and itchy skin irritation that occurred under the sensor patch adhesive on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Patient's father called and spoke with a nurse who recommended the use of over-the-counter cortizone-10 cream. At the time of contact, the patient was in good condition. No additional event information was provided.